Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72404127, serial number: null and null, batch/lot number 882198014 and 895209012, model/catalog description balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 7.5cm aus cuff, pump and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.